Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off by itself. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "powers on and off by itself" was not verified. During evaluation the device had a delayed keypad response. The cause was identified to be a failing processor printed circuit board (pcb). The processor pcb was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.